Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5118243, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 336869, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had clear fluid leaking from the lead incision site. The patient was hospitalized and underwent an explant procedure. No device malfunction was suspected.